Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device would not rotate the blade when it was activated. The drive cable was disconnected and reconnected it and this enabled the physician to complete the procedure using the device. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc was misaligned. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.